Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked, the plunger head was cracked by all screws, and there was fluid ingression inside bottom case. A review of the event history log identified critical data block error in history. During functional testing the critical data block error was duplicated during start up. There was contamination present on the main board. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced main board.

Event description:
It was reported that the pump was alarming and exhibiting errors. No patient injury was reported.